Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump made clicking sounds and bolus cleared, did not complete or deliver bolus. It was stated that the insulin pump was not working. Customer was advised to take off insulin pump and call tech support for pump replacement. Customer stated that he had previously called and got a replacement pump 2 weeks ago and this was the new pump but it still was not working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.